Event description:
The customer contact reported that the pt rec'd more medication than intended. At 1400, the secondary line of the pump was programmed to deliver morphine sulfate 1mg/dl at a rate of 7ml/hr and the delivery was started. At 1800, the nurse responded to an unspecified pump alarm. At this time, it was noted that the morphine sulfate solution container was empty. The patient's vital signs were reportedly unchanged. There were no reported adverse pt effects. No medical interventions were required. The nurse notified the physician. The device was removed from clinical service. The morphine therapy was resumed at a rate of 7ml/hr using a replacement device. The customer contact reported that approx 3 hrs after the therapy was resumed, the pt began to experience respiratory slowing and expired 20 minutes later. The customer contact indicated that the "extra morphine" may have contributed to the pt "passing a little early"; but the pt's death was "inevitable", as the pt was terminal. Though requested, no additional info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. This report represents all the info known by the rptr upon query by hospira personnel.